Event description:
The customer called to report high blood glucose levels due to the infusion set needle getting pushed out of the insertion site. The customer's blood glucose levels were high during the call and the paramedics were called to his home for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.